Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 381137 and lot number 5113985. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, a probable root cause for this defect is misalignment at the metal wedge/adapter crimping station. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the angiocath leaked. In this batch, four of the catheters in this box exhibited blood leakage at the connection between the drug administration port and the tubing after use. This issue did not recur thereafter.